Manufacturer narrative:
Section a2, a4, and a5 patient information: unknown; not provided. Section b3 date of event: unknown; not provided. Section d-1 brand name: unknown as information was not provided. Section d-4 model number: unknown, as product serial number was not provided. Section d-4 catalog number: unknown, as product serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 expiration date: unknown as product serial number was not provided. Section d-4 UDI number: unknown as product serial number was not provided. Section d6a: if implanted; give date: unknown; not provided. Section d6b: if explanted; give date: unknown; not provided. Section e1: telephone number: unknown; not provided. Section h3-other (81): the devices were not returned for evaluation and the serial number for these devices is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a retrospective observational study was done to determine the extent to which the use of antithrombotic drugs during glaucoma surgery contributes to surgical failure and postsurgical hemorrhagic complications. There was a total of 910 glaucoma surgeries. Complications reported consisted of hyphema, vitreous hemorrhage, and failure. It was reported that it was unclear whether these complications occurred in the eyes implanted with the johnson & johnson device or the other non-j&j device in the study. No further intervention were reported. No additional information was provided.